Manufacturer narrative:
The insulin pump was received with high operating currents due to moisture damage lcd board. The insulin pump was monitor and no unexpected high pitch ringing noise anomaly noted. No unexpected program alarm anomaly noted. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and displacement test. Audio and vibrate alarm worked properly. No unexpected absence of alarm anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. Updated information has been received, follow up one report for device evaluation was not submitted. The device evaluation results have been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring issue of a high-pitched tone and an unresponsive keypad. Customer stated that the issue seemed to be resolved through troubleshooting. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with high operating currents due to moisture damage lcd board. The insulin pump was monitor and no unexpected high pitch ringing noise anomaly noted. No unexpected program alarm anomaly noted. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed self test. Audio and vibrate alarm work properly. No unexpected absence of alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.